Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 16-nov-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity. Drug information was stated to be "93.3 something g a day" and "morphine at 2408". It was reported that "the catheter was gone" and "absorbed by the patient's body" on (B)(6)2017. The patient had the pump turned off and went into emergency surgery on the same day. The patient had full blown dystonia because (the pump) was at the lowest. He went spastic because of the ten percent increase after refill. The patient never came back right when he was at the hospital. Over a period of two days, the pump was set very low and was described to be set at the very bottom. It was thought that the catheter was gone. The healthcare provider (hcp) did not know how much baclofen was in the patient's stomach and body because there was no catheter. The hcp was going to keep the reservoir "down low" and increase it back to where it was at the time. The patient's pump was not increased on that day. No further complication was reported.